Manufacturer narrative:
Examination was not possible, as the prod was not returned. Review of the as400 found this lot released 12 pieces from distribution in 1991. A search of the complaint database found no prior reports for this part and lot number combination. Although unavailable fore eval, it would not be unreasonable to expect some degree of poly material wear after approx 17 yrs of implantation. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the prod and/or any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because of poly wear of the insert.